Event description:
In 2005, while wearing the speech processor, the pt reportedly experienced sound perception problems. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. Surgery to explant the pt's c-1 device was scheduled.